Event description:
Customer reported a malfunction with the display of a malf 12 code. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.